Event description:
It was reported,"at the same operation with per (B)(4), when the surgeon drilling 3.2mm drill into th hole of the tibial cutting guide with 5 degrees posterior slope, the 3.2mm drill stuck in the hole. Therefore, the surgeon replaced the tibial cutting guide by the cutting guide with no posterior slope and the operation was completed."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR# 2249697-2010-00293.